Event description:
In 2010 the patient had a fidelis ICD electrode. His device had reached the elective replacement interval (eri) and he underwent a generator change and lead extraction and reinsertion. He has been followed uneventfully in the interval, but recently had an interrogation of his device because of complaints that the device was making tones. He was found to have several episodes of nonsustained ventricular tachycardia on device interrogation. These appeared to relate to noise on the lead as opposed to true events. The device tones were inactivated. The patient has not received inappropriate therapy and was scheduled now for lead extraction and reinsertion...the patient underwent laser lead extraction of the sprint quattro secure lead and generator change-out in mid-(B)(6). The following are notes from the operative report: "the device was delivered into the wound. A portion of the fibrous capsule was resected and mobilizing the single lead present. Examination of the lead showed no discernible abnormalities. Similarly fluoroscopic examination of the lead identified no issues with this lead, which had demonstrated noise in the past, and which had occasioned the device to emit tones. Interrogation had shown episodes of nonsustained ventricular tachycardia, which were probably artifact. No therapy had been delivered appropriately or inappropriately. The patient's device had been in five years and the battery depleted. Moreover, we elected to replace this generator based on new lead technology with a quadripolar dual coil electrode incompatible with the header on the old device... We were unable to dislodge the lead and accordingly, elected to proceed with the laser lead extraction. The lead was amputated and sized for a locking stylet. As we advanced the locking stylet, we met an area of obstruction and I withdrew the locking stylet and with it a 1 cm length of the conduction coil which had obviously been fractured and was the cause and explanation for the issue of noise on the lead. This small piece of coil was discarded. The lead was amputated closer to the insertion site in the subclavian, and the locking stylet passed down the central core of the lead. Passage of the locking stylet, however, was hampered once again more distally in the lead and we were not able to pass the stylet to the tip of the lead as is desirable. Nevertheless, using the 16-french excimer laser...we were able to extract the lead in its entirety without difficulty or complication. Outwardly, the remainder of the lead showed some tissue fibrous adhesions, but otherwise was unremarkable. I should comment that the fracture in the conduction coil which was apparent, was not related to an edge of the device or contact with bone as far as I could discern. Whether an additional point of injury to the coil was also present more distally on the lead, was yet to be determined...the patient tolerated the procedure well."